Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the other day monday, they had their MRI. They mentioned that the manufacturing representative (rep) was able to confirm that the pump turned back on but they never checked the levels. They mentioned that probably thursday they started experiencing "major muscle spasms." The agent reviewed the healthcare provider (hcp) role and redirected them to their managing hcp. Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the muscle spasms was not determined. They reported that steps taken to resolve the issue included increasing the baclofen pump settings. It was determined that there was no motor stall after recovery from the MRI.